Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection on (B)(6), 2011.there are plans to reimplant the patient with another device, but this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)